Manufacturer narrative:
Investigation conclusion: a healthcare professional observed the device leak nutrition between the tube and the spike when connected. The reported nutrition leak was found during priming. There was no patient involvement. The report refers to product code 775100, epump cross spike feed & flush, with lot number 200480155, manufactured on 2/25/2020. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related trends were identified. One (1) used sample was returned for evaluation. Visual inspection of the device confirmed the cross-spike and tubing were detached, which led to a tubing line leak. An investigation has been initiated to determine the root cause of the confirmed leak at the cross-spike connection. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reported the healthcare professional observed that the medical device leaked when it was connected to the nutrition presenting an external nutrition leak between the tube and the spike. This event occurred during priming. There was no patient involved, no patient injury, medical intervention, or adverse reaction is associated with this event.